Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and advised issue is likely due to a damaged power supply. Fse reported 230v powered modules, such as a cooling fan, work. Necessary further diagnostics needed and possible repair at the factory or onsite, of power supply and possibly further repair. Acquiring additional information. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) does not turn on. No voltages at the output of the power supply (+24, +12, -12, +5). It is unknown under which circumstances this occurred; however there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. It occurred that the main power switch in iabp is turned off (probably when someone was moving the pump). After turning on everything worked well and the pm was performed with a success. It was a misinformation from the client site. There was no need of a repair.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) does not turn on. No voltages at the output of the power supply (+24, +12, -12, +5). There was no patient harm reported.